Manufacturer narrative:
All ft4 values for the given patient generated with the instruments from roche diagnostics and the analyzer from abbott, are above of the normal reference ranges of the ft4 assay. Based on the available data, a general reagent issue could be excluded. There was not enough sample volume left to complete the investigation. Differences in results and reference ranges from ft4 assays by different manufactures, in this case abbott, can vary due to differences in the types of antibodies used, setups of the assays, and standardization methodologies.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter questioned thyroid results for 1 patient sample tested for elecsys tsh (tsh), elecsys ft4 ii (ft4 ii), and elecsys ft3 iii (ft3 iii) on a cobas e 801 module. The patient sample was submitted for investigation where discrepant results were identified for tsh, ft4 ii and ft3 iii between the customer's e801 module, the architect method, and an e801 module used at the investigation site. Discrepant elecsys ft4 iii (ft4 iii) results were also identified during the investigation between the e801 module used at the investigation site and the architect method. The original results from the customer site were reported outside of the laboratory. This medwatch will cover ft4 ii. Refer to medwatch with patient identifier (B)(6) for information on the tsh results, medwatch with patient identifier (B)(6) for information on the ft3 iii results and medwatch with patient identifier (B)(6) for information on the ft4 iii results. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The serial number for the customer's e801 module was (B)(4). The e801 module serial number used at the investigation site was (B)(4). The ft4 ii reagent lot number used at the investigation site was 303203 with an expiration date of apr-2019.